Event description:
Complainant alleged that while attempting to treat a bradycardiac patient (age & gender unknown) the device failed to capture the patient's heart rhythm. Complainant indicated that the user was able to continue to use the device to continue monitoring the patient's heart rhythm via a 3-lead ECG cable. Complainant indicated that the pacer rate and pacer output current setting could not be recalled. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.